Event description:
Difficult catheter exchange. No procedural imaging by the bedside as patient was too unwell to come to the unit. Child had multiple external wires, which were seen on post-operative images. On review of the cxr approximately 2 weeks post implant, there is a wire fragment projected over the heart. Likely, the fragment of wire broke off during the case. This is highly unusual as the fragment is at the transition point of the wire and shows no signs of being elongated on the cxr. No needles were used during this catheter exchange. Approximately 2 days later, the patient went to cath lab to have the fragment removed. Request made to secure the fragment. Cannot locate the fragment.

Event description:
Difficult catheter exchange. No procedural imaging by the bedside as patient was too unwell to come to the unit. Child had multiple external wires, which were seen on post-operative images. On review of the cxr approximately 2 weeks post implant, there is a wire fragment projected over the heart. Likely, the fragment of wire broke off during the case. This is highly unusual as the fragment is at the transition point of the wire and shows no signs of being elongated on the cxr. No needles were used during this catheter exchange. Approximately 2 days later, the patient went to cath lab to have the fragment removed. Request made to secure the fragment. Cannot locate the fragment.